Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. The operator contracted nxstage technical support for assistance. Instructions were provided to manually remove air from the lines and the alarm cleared. However, a balance chamber pressure alarm immediately occurred which could not be resolved. The operator reported observing more air in the lines and discontinued treatment. Rinseback was not performed due to air and possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the line and possible clotting of the circuit. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.